Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in the papilla, ampulla, and common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2024. During the procedure, the physician initially used a non-boston scientific tome; however, he was not able to cannulate as he noticed that the patient had many stones in the bile duct. He switched to jagtome revolution rx and was able to cannulate after some time and was ready to perform sphincterotomy. The physician began to cut, and everything just went fine; however, he began to pull back the tome when he noticed that the device would not cut and cauterize but the generator and the pedal was still working. When he pulled the device out of the ampulla, he noticed that the cutting wire was broken. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with the original device as the sphincterotomy was already completed when pulled out the device. It was confirmed by the physician that the patient was doing well and there was no harm done due to the broken cutting wire occurrence, there was no bile leakage or perforation, and there were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was energized prior to bowing. However, according to the instructions for use (IFU), "precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity." Additionally, a photo of the complaint device inside the patient was provided by the customer and showed the cutting wire was broken and kinked.